Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available. D10: concomitant medical product: oss313, osseotite implant 3.75 x 13mm, lot: 2011110248. E1: reporter name: unknown / not provided.

Event description:
The doctor reports that the dental implants located in positions number 22 & 23 failed because the implants fractured one by the head and one by the body. The doctor reports that the procedure was not concluded by placing another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) oss313 (osseotite implant 3.75 x 13mm) for evaluation. Visual evaluation was performed. Returned implant shows signs of wear/use. Bone debris observed on it external threads. Fracture observed on its body. DHR review was completed for the subject lot number 2011110248. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2011110248 for similar events and one other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the body. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.